Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d9; h4. Visual examination of the returned product/provided pictures identified signs repeated use. There is galling on the shaft of the reamer, gouges on the proximal end of the reamer and some wear and tear on the collar near the distal end of the reamer. There is also damage to the stepped cutting edge of the reamer. The distal end of the stepped cutting edge has fractured and was not returned with the device. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the instrument was fractured off of the instrument. It is unknown if this occurred during a surgical procedure or not. There was no report of harm to a patient.